Event description:
It was reported that the system was replaced due to an infection. The patient was infected up the wire towards his ear somewhere, not in the implantable neurostimulator (ins) pocket. The healthcare provider (hcp) decided to remove and replace everything from behind the ear down, which included the ins. The patient had to have it taken out and put down in his belly. During the surgery they had to dig a lot of scar tissue from behind the ear to put in the replacement. It was only supposed to take a few minutes and was way longer than that to dig out the scar tissue. A nurse was giving the patient ¿ivs¿ for the infection. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# v000198, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).